Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was performing a pocket revision due to patient weight loss. During the procedure the physician observed fluid in the header and had difficulty getting the set screw torqued. The physician elected to replace the ipg. The sjm representative reprogrammed the patient post operatively with effective stimulation coverage.